Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. It is unknown if a trauma has occurred.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.